Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. Groin access was achieved. Transseptal puncture (tsp) was performed using intracardiac echo (ice) imaging. Measurements of the laa were obtained and the pigtail catheter was advanced. The was sheath was advanced over the pigtail catheter into the laa. The wds size was selected and advanced into the laa under fluoroscopy and ice. The closure device was deployed and did not meet position, anchor, size and seal (pass) criteria. The closure device was recaptured and repositioned. As the wds was repositioned to get deeper in the laa with the flx ball formed, the closure device went through the laa and into the pericardium. A pericardial effusion could be visualized developing on ice imaging. Pericardiocentesis was performed to treat the effusion. The patient was sent to surgery where a thoracotomy was completed to repair the perforation and surgically ligate the laa. The patient remained in stable condition and is expected to fully recover.